Event description:
Harmonic ace handle was malfunctioning, stating "reactivate" during case. First one was attempted to reactivate then replaced. The replacement device malfunctions as reactivate; however, we able to continue use for the rest of the case. Both of these harmonic ace handles were reprocessed instruments.